Event description:
Postoperatively, the pt's inr was 1.40 for a long period after discharge. On 23 november, the pt experienced shortness of breath and was admitted to the hospital. An echo revealed an elevated gradient which indicated an immobile leaflet. The pt was put on streptokinase therapy after which one of the leaflets began moving. The valve remains implanted and no further info will be provided.